Manufacturer narrative:
Section b5. Additional information updated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that no hardware was replaced. The rotor was adjusted to correct the issue.

Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went onsite to test the imaging system and found the rotor to be out of position. The rotor was moved back to the correct location and motion was re-homed. No further issues were noted, and the machine was confirmed to be functioning as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was unable to open or close. The site reported that the system had been rebooted twice with no resolution. No additional information was provided at the time of the call. No patient was present at the time of the event.